Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Information that was known but not presented in detail: original implant of tecnis multifocal done on (B)(6) 2013. The left eye ended up about a +1.75 diopter (d). Based upon the calculations, doctor went from a +14.50 to a +16.50. After the iol exchanged on (B)(6) 2014 that post-op refraction was -1.50d. Additional information the intraocular lens (iol) was returned to the manufacturer. Visual inspection of the iol showed that one half of the device was returned and only one haptic; most probably the lens was cut in pieces to make explant possible. Visual inspection using a microscope shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The optic is damaged. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens, additional analysis is not possible. Manufacturing records were reviewed. Device history records show there were no non-conformances or deviations with respect to the final product release process. Optical measurement records were within power specification. Sterilization and environmental monitoring records were within specifications. There were no process and/or material changes for the production order. All pertinent information available to the manufacturer ha been submitted.

Event description:
We received a report that an zmb00 intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. The surgeon indicated that the iol was well positioned in the capsular bag so that was not contributing to the unexpected post-op refraction. After the lens exchange the patient was still not at the desired visual outcome.